Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 12,438 joules of use and 2:49 minutes, light was flashing; laser machine said light overuse. The fiber tip was cleaned with no change. The fiber was exchanged and the second fiber exhibited same issue at 30,953 joules and 5:17 minutes. The fiber tip was cleaned with no change. The fiber was exchanged and the third fiber exhibited same issue at 161,828 joules and approximately 15 minutes. The fiber tip was cleaned with no change. No information was provided regarding how the procedure was completed patient outcome: no injury to the patient was reported. This report is for first fiber.